Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that the force information on the catheter was displaying some unexpected behavior. After many attempts to zero, they withdrew the catheter from inside the patient and noticed that blood could be seen inside the catheter through the transparent material (pebax). The catheter was replaced, and they finished the procedure with no patient adverse events. The force issue, as well as the blood that was seen inside the catheter were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 27-jun-2024, there was reddish material and a hole in the surface of the pebax. This was assessed as MDR reportable with an awareness date of 27-jun-2024.

Manufacturer narrative:
The thermocool smarttouch sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test evaluation of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31233207l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The device instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).